Event description:
It was reported that during an unk procedure, the device was not working. The case was completed with another handpiece. No patient consequence reported.

Manufacturer narrative:
Evaluation summary: the hp054 hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled. A torn acoustic isolator and evidence of moisture ingress were found in the instrument.